Event description:
Boston scientific crm received information that a replacement procedure was performed, this device with non-boston scientific crm atrial and right ventricular leads was removed, replaced and returned for analysis. This device had reached end of life status. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, analysis will be performed in an attempt to determine the root cause of this event.

Event description:
- -

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, the device communicated appropriately with the programmer and paced and sensed normally. To determine if the device if the device was depleting normally, a laboratory technician used an engineering level longevity prediction calculation to assess the rate of battery depletion. (B)(4). A detailed analysis concluded this device met specification, was depleting normally and could not confirm the reported clinical allegation.